Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable valve (ID 823100) was implanted via v-p shunt on unknown date with unknown setting. Valve obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The hakim programmable valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100with lot 6382585, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 180 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.

Event description:
N/a.